Event description:
It was reported that the patient underwent a sling procedure in 2006. During the procedure, the surgeon encountered difficulty removing the metal inserter from the device, and as a result, the sling was pulled slightly loose. The physician performed a cough test on the patient and the patient was still incontinent of urine. The device was removed and the case was completed successfully with another type of sling device. The procedure time was extended 15 minutes and there were no adverse patient consequences reported.

Manufacturer narrative:
A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.